Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter was found defective and "uneven" before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was uneven."

Manufacturer narrative:
H.6. Investigation summary: bd received an opened sample,it was noted the catheter had a contaminate/foreign matter on the catheter, it was sent for spectral analysis (ftir). According to ftir analysis shows that the yellow material is probably polypropylene, while the transparent material is probably silicone. No catheter damage was observed. According to the client's report that the catheter is "irregular", it is probable that the client is talking about the silicone bubbles found in the catheter. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. Polypropylene is the angiocath adapter raw material, based on this it is concluded that this may have been the origin of the foreign matter, however it cannot be determined how the detached particle in the adapter was found in the catheter. According to the client's description, it is probable that the irregular catheter mentioned would be visible silicone. Based on investigations into angiocath visible silicone complaints, it has been found that the root cause of this catheter defect is caused by the excessive amount of silicone that is dispensed during catheter siliconization and the final assembly process. A corrective action project (CAPA 450094) has been initiated to investigate the excessive silicone issue. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that the bd angiocath¿ IV catheter was found defective and "uneven" before use. The following information was provided by the initial reporter, translated from japanese to english: "the catheter was uneven."